Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2409090, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed, all product was verified to meet required specification and no leakages were observed. Based on the available information, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Description/event details: during use complaint received regarding the 50 ml ll syringes 300865 we have received another internal complaint regarding the 50 ml ll syringes 300865. After pulling up liquid, liquid also gets behind the plunger leading to leakage over the gloves of the preparer. On the outside the syringe is intact i.e. No dents or anything. Fortunately, it did not happen during use on a patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.